Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracoabdominal aneurysm. It was reported that the physician successfully implanted the valiant stent graft along with superior mesenteric artery (sma) and left renal artery with the snorkel technique. The physician modelled the valiant stent graft with ballooning however the aortogram revealed a type ia endoleak. The physician elected to snorkel the celiac artery, lengthen the sma stent and the left renal artery stent and implanted a 2nd valiant stent graft higher in the descending thoracic aorta. All devices were placed successfully. Ballooning was completed however the aortogram revealed that the type ia endoleak was still present. Per the physician, the cause of the proximal type I endoleak was due to the patient¿s anatomy, thoracoabdominal aneurysm. No additional clinical sequelae were reported and the patient will be monitored by the physician.